Event description:
It was reported that during a device replacement procedure this cardiac resynchronization therapy defibrillator (crt-d) and non-boston scientific right ventricular (rv) lead exhibited out of range (oor) pace impedance measurements greater than 3000 ohms and shock impedance measurements greater than 200 ohms. It was also noted that this lead exhibited high thresholds following pacing system analyzer (psa) testing. No adverse patient effects were reported. This device remains in service. Additional information was received that the oor pace impedance measurements were resolved with reprogramming. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that during a device replacement procedure this cardiac resynchronization therapy defibrillator (crt-d) and non-boston scientific right ventricular (rv) lead exhibited out of range pace impedance measurements greater than 3000 ohms and shock impedance measurements greater than 200 ohms. It was also noted that this lead exhibited high thresholds following pacing system analyzer (psa) testing. No adverse patient effects were reported. This device remains in service.